Manufacturer narrative:
Summary of analysis: the distal portion of the lead has been severed using a sharp instrument and not returned. The returned lead portion is electrically normal. There was no indication of lead fracture in the returned lead portion. Cannot verify complaint.

Event description:
The reporter indicated that the device was explanted due to a lead wire fracture.